Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patients (pt) managing health care provider (hcp) told them, that the ins had been lower than their incision and that the ins had "moved down to the left/bottom hip/cheek. Patient stated they would charge every week and it was usually a quick process after they were able to locate the ins site because they would never let their ins get below a certain level. The patient stated it would usually take 10-20 minutes to charge fully. The pt stated today, however, they were continually receiving a 1707 service code. The pt stated that sometimes they had issues finding the ins and that today they had been "messing with it," thinking maybe they hadn't been putting the recharger (wr) in the right place. The pt stated they started at 60% and that now they were at 80% however the wr kept timing out after a bit and they would receive the 1707. The left quadrant," because after the pt was implanted, they had a difficult time healing, mentioning that they had diabetes and had a severe allergic reaction to the glue they used in the surgery. The pt stated they knew the location of the ins "pretty well" and that it was on their lower left buttock however they always had trouble finding and palpating the neurostimulator with their hand and that it was harder for them to move around.  The pt stated they'd had hives and welts and mentioned scratching but that there had also been swelling and the hcp had told them that perhaps the "swelling or whatever" had shifted it downwards. The pt stated it wasn't until they had their post-op appointment with their hcp where the manufacturing representative (rep) who served at the hospital where their hcp worked, and the rep helped calibrate the ins. The pt stated they'd told the rep that it had been harder to find the ins site with their fingers and it was the rep who helped the them find the ins and it was then determined that the ins had shifted. The pt stated that because of the position of their ins, they sometimes had difficulty initially connecting. The pt stated today, before receiving the 1707 service code, they felt the warming/pulsing sensation like they always had, so they knew it was charging but then it would stop and they'd get the 1707. They stated that when they initially met with the rep, the rep showed them the 'warmer' charging speed mode and confirmed that they always used a thin layer of clothing (like underwear), that they always used a belt, that the sensation didn't feel like a discomfort, that it felt nice and that it was at the wr site. The pt stated that "yes," it had been healed by (B)(6) 2021 and that the incisions were "pretty much healed" by the time they started feeling the sensation. The pt didn't ever receive a notification or error message when they felt the sensation and they were not sure but they though it would get warmer as the charging session would continue. The pt continued to get increasingly escalated by the questions because they thought the issue was with the recharger and they stated they weren't sure about if they felt the warming sensation at every session or not. They then began to cry and so patient services did not ask any further questions but advised the pt that it would be best for the hcp to see them in person to troubleshoot given the circumstances. If the hcp determined all was well the pt could call back to request a replacement recharger. The pt stated that they would go to see their hcp. Information was received from the rep. They reported that they were not made aware of this patient having an issue. Nor did they see this patient in person.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.